Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +5.00/+1.5/010 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2020. This was the replacement lens for MFR report # 2023826-2020-01980. The patients post-op status was the vault was much improved, the angle was open and iop was normal. There was corneal edema, which was causing reduction of vision. The reporter has indicated the event has now resolved and outcome is satisfactory.